Event description:
A health care professional reported an unexpectedly high potassium (k+) result using the piccolo xpress analyzer and the piccolo comprehensive metabolic panel, lot#5493ac6. The patient was not treated. Error codes: chem k+ / k+ problem or question.

Manufacturer narrative:
The customer reported a discrepancy between the initial and repeat piccolo results. External laboratory results aligned with the reruns. The patient was not treated based on the piccolo results. Troubleshooting was performed by reviewing the testing process and sample handling. A linearity check confirmed the analyzer measures accurately across the reportable range. The end user declined to send the instrument for further evaluation. Follow-up was conducted, and the customer reported no additional issues. A follow-up report will be submitted upon completion of the investigation. H3 other text: customer declined to return device